Event description:
Laser fiber tip burned off mid-procedure during photo-selective vaporization of the prostate. Separated tip was retrieved without incident or injury using grasping forceps and procedure was completed after attaching a new fiber.